Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at his ipg site whenever he sits down for an extended period of time. The patient stated the pain is severe enough that is makes it difficult for him to get out of a chair. The patient was advised to contact his physician regarding the issue.